Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook d.a.s.h. Dometip double lumen sphincterotome. It was reported that the cutting wire broke while attempting to cut. One piece detached, but came out with the scope. The procedure was successfully completed with another device of the same type. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) # k172665. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Responses to additional questions indicated that the distal end of the device was formed manually. The instructions for use advise the user: "do not apply manual pressure to the tip or the cutting wire of the sphincterotome in an attempt to influence orientation, as this may result in damage to the device." This is the most likely cause for the reported observation. Prior to distribution, all d.a.s.h. Dometip double lumen sphincterotomes are subjected to a visual inspection to ensure device integrity. The visual inspection ensures the product is free of kinks. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the distal end of the device was formed manually, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
An emdr report was initially sent on 05/23/2023, based on the initial report that the cutting wire broke while attempting to cut. One piece detached but came out with the scope. Per our evaluation of two photos provided of the complaint product, the distal end of the device with the cutting wire position show it has broken in one location at the distal end. No portion of the wire appears to be missing. Cutting wire breakage that does not include complete detachment of a portion has not historically caused or contributed to a serious injury or death. Based on the evaluation of the photo and this information, this incident no longer meets the reporting criteria of an FDA MDR report. This follow up emdr is being sent to cancel the initial emdr.

Event description:
This correction follow up report is being sent to cancel the initial report submitted relating to this event. Please reference the additional manufacturer narrative notes section h.10 for this justification.